Event description:
This is a case, which was reported to baxter. The complaint was received and refers to an incident involving an accusol 35 5l bag. The reporter states that while a patient was receiving therapy, precipitation was noticed in the dialysate line both pre and post pump, a set was in use 36hrs and treatment was discontinued. No injury or medical intervention has been reported. An update was provided. No adverse event or injury occurred and no medication was given through the lines.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. A batch review was completed and was acceptable. A trend review was completed and there was no significant trend. Analysis of samples for previous complaints for this issue confirms that the precipitates consist of calcium carbonates. Baxter has focused on tighter control of the solution manufacturing process and reducing manufacturing variability. A revised specification for solution ph has been implemented and only batches that meet a revised ph limit of 7.3 are released. This is effective from (B)(6) 2008. A caution in use notification was issued to customers and hospitals outlining appropriate actions to take when precipitates are identified. Also, the direction insert for the product has been updated to provide additional user instructions. We received approval in q4 2010 to use sodium bicarbonate raw material, which has been provided by an alternate supplier, church & dwight. We manufactured a number of accusol codes using this material in (B)(6) 2010. We plan to introduce this raw material for all accusol codes over the next number of months. Baxter continues to work on the solution formulation to optimize its performance.